Manufacturer narrative:
Additional suspect medical device involved: model #:sc-4220-45, lot # 23379761, description: entrada needle. A review of the manufacturing documentation for the entrada needles revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during an implant procedure, the patient started to experience diurnal headaches. The patient was implanted without further problems. Several days later the patient did not show up for his programming session. The doctor was informed that the patient was hospitalized for the diurnal headaches and was given a blood patch. The cause of the headaches were due to the use of the entrada needle during the implant procedure and technique of the physician.